Event description:
It was reported that while using an ilet system with a cd 23-inch infusion set, the user experienced hyperglycemia after a snack, with a highest reported blood glucose of 280 mg/dl and levels above range for approximately two hours; the pump was delivering insulin and glucose declined from 212 to 209 mg/dl during the call and subsequently returned to target range the same night. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketosis, or diabetic ketoacidosis. Outcomes included no medical intervention, no outside assistance, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed no device alarms or malfunctions reported and no component issue identified, and the event was characterized as hyperglycemia with cause unclear, possibly influenced by recent food intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.